Event description:
It was reported that pump on, but the display remained black. There was no reported impact to the customer¿s blood glucose level. Customer received replacement pump while original pump was to be returned to tandem; customer declined to share backup therapy information and no further details were available.